Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstrual cramp, hypothyroidism, uterine fibroid and diverticulitis. Previously administered products included for an unreported indication: paragard from 2012 to (B)(6) 2014. Concomitant products included ibuprofen since 2016, levothyroxine and paracetamol (tylenol) since 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"), 1 year 2 months after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient experienced cystitis interstitial ("reproductive system disorder or condition type of disorder or condition: interstitial cystitis"). On (B)(6) 2019, the patient experienced peritoneal haemorrhage ("intraperitoneal bleed/extra bleeding during cauterization of vessels"), gastrointestinal disorder ("prominent bowel with multiple epiploicae") and uterine malposition ("anteverted irregular uterus"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and headache ("headaches"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes),). At the time of the report, the pelvic pain and dyspareunia had resolved, the migraine, cystitis interstitial, dysmenorrhoea, weight increased, alopecia, peritoneal haemorrhage, gastrointestinal disorder, uterine malposition and abdominal pain lower outcome was unknown and the fatigue and headache was resolving. The reporter considered abdominal pain lower, alopecia, cystitis interstitial, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, migraine, pelvic pain, peritoneal haemorrhage, uterine malposition and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: plaintiff fact sheet received. Reporter, patient demographics, medical history, historical drug and concomitant drugs were added. On (B)(6) 2014, she implanted essure (previously reported as (B)(6) 2014). On (B)(6) 2019, she explanted essure. Injury event was updated to migraines / headaches, reproductive system disorder or condition type of disorder or condition: interstitial cystitis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, fatigue, hair loss, intraperitoneal bleed. Prominent bowel with multiple epiploicae, small anteverted irregular uterus, lower abdominal pain, headaches. Updated events onset date, outcome. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.